Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported upon implanting the impella 5.5 device, the guidewire became stuck. The impella 5.5 device was successfully placed. However, when attempting to remove the guidewire, it became stuck inside the impella device. The clinical representative confirmed after looking at the guidewire and seeing that the distal end of the wire was not damaged and intact, the mid portion of the guidewire was kinked/ folded over on itself. The decision was made to remove the impella 5.5. After multiple attempts with transesophageal echocardiogram guidance, the impella 5.5 device and the guidewire were removed as a single unit. There was no report of patient harm.

Manufacturer narrative:
The investigation into the product damage (guidewire damage - great vessel) has been completed since the original report was filed. The pump and guide wire were returned for investigation. A cannula kink and catheter kink were found on the returned product. Multiple bends were noted on the guide wire. As per the clinical details, the impella was successfully inserted into the ventricle, but the guide wire became stuck; after multiple transesophageal echocardiogram-guided removal attempts. The impella and wire were removed together as a single unit. The cause of the guide wire damage issue was use related. D.4 revised model number from the initial submission in accordance with updated procedures. G.1 revised reporting contact fax number from the initial submission in accordance with updated procedures.

Manufacturer narrative:
H6 code was inadvertently omitted from the previously submitted report.